Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon evaluation, the trunk cable was pulled from the distribution node (dn) strain relief, damaging the j702 connector on the dn pca board. The cause of the inability to complete testing is the damaged cable and connector. The root cause of the damaged cable and connector is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving service code 204 (belt/monitor unusable).